Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined to troubleshoot or provide further information with tandem technical support. No reported adverse impact to the customer's blood glucose.